Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was received wrapped in gauze material and returned unprotected inside the plastic bag. The device positioning unit (dpu) was not returned. The coil has retained its basic secondary framing shape in a stable form despite being severely damaged at one section of the coil. It cannot be determined how and when the coil was damaged as the following observations were made: the returned coil may have been damaged during repositioning inside the aneurysm either by itself or when the second coil was being repositioned (no details available), the coil may have encountered interference or anchoring damage, the coil was removed by mechanical means from the aneurysm which may have produced damage and the removal means were by a stent and not a snare (the stent is not manufactured for snaring coils), the coil was exposed to unprotected post-procedural handling, the coil was also returned unprotected inside the returned packaging. The repositioning of the second coil it is possible that aneurysm/neck size and/or characteristics, coil size selection as related to the aneurysm dimensions may have contributed to the coil protrusion; however without further details regarding the aneurysm/neck dimensions, a definitive conclusion cannot be made. As reported, the repositioning of the second coil and interaction with the first coil appears to have led to displacement of the first coil. The coil damage may have occurred during this interaction or it may have occurred during device interaction during the retrieval process. In addition, without the return of the coil device positioning unit, the unidentified microcatheter, and the covidien stent used in the procedure, it cannot be determined if these components contributed to the events. Procedural/clinical factors including device size selection as related to aneurysm characteristics, as addressed in the instructions for use, may have impacted the event along with device manipulation/interaction. However, based on the lack of clinical and procedural information, no conclusion can be made. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The surgeon positioned the first coil, a microsphere 2.5 mmx3.3 cm coil (csp10025030/c15905) then delivered another coil from covidien (details unknown). During the adjustment of the second coil the surgeon noted the first coil protruded from the aneurysm. The surgeon retrieved the coil with a covidien stent(details unknown) and noted the shape was not stable. No vessel code information provided.

Manufacturer narrative:
Concomitant devices: covidien coil(details unknown). Covidien stent(details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.